Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ('dysfunctional uterine bleeding') and menorrhagia ('abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 626625) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("other injuries/symptoms: migraine/ migraines/headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), adnexa uteri pain ("ovaries and fallopian tube pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the dysfunctional uterine bleeding, menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, migraine, vaginal haemorrhage, adnexa uteri pain and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, adnexa uteri pain, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in insertion date. Initially it was reported as (B)(6) 2008. Insertion details- microinserts successfully implanted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(4)2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs+mr received- lot number were added. New events dysfunctional uterine bleeding, abnormal bleeding (vaginal), stomach pain, ovaries and fallopian tube pain were added. New reporter, height, historical drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ('dysfunctional uterine bleeding') and menorrhagia ('abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 626625) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("other injuries/symptoms: migraine/ migraines/headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), adnexa uteri pain ("ovaries and fallopian tube pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the dysfunctional uterine bleeding, menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, migraine, vaginal haemorrhage, adnexa uteri pain and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, adnexa uteri pain, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in insertion date. Initially it was reported as (B)(6) 2008. Insertion details- microinserts successfully implanted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Lot number:626625 manufacture date: 2008-02 expiration date: 2010-01. Most recent follow-up information incorporated above includes: on 7-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.